Event description:
The surgeon reported surface opacification of the intraocular lens post-operative. The pt was concurrently hospitalized and expired due to complications of diabetes (no product related). No add'l info is available at this time. The lens will not be returned to the MFR.